Event description:
It was reported that this right ventricular (rv) lead was exhibiting high threshold measurements. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported. The rv lead has not been returned from the hospital for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.